Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the device was not returned to olympus and a root cause could not be identified. However, it was estimated based on event descriptions and the service manual, that the reported phenomenon of ¿nothing is displayed on the front panel after the device is turned on¿, likely occurred due to connection failure of the internal harness, faulty front panel, or faulty main board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. It was noted, the facility equipment department repaired the device. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection for a therapeutic laparoscopic procedure, the front panel of the high-flow insufflation unit had no display after turning on the device. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.